Event description:
It was reported that there was foreign object contamination inside the cassette. The event occurred during priming; there was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device analysis: received one (1) used cadd cassette. As received a black particulate was observed inside the bag. The particulate does not visually match parent material. The complaint of foreign object contained inside the cassette was confirmed. The probable cause is unknown. A device history record review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.